Manufacturer narrative:
(B)(4) date of event: unknown. The date received by manufacturer has been used for this field. PMA / 510(k) #: there is no 510(k) for this device as it is manufactured outside the us and not sold in the us. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that there was no cap on a bd emerald¿ 3ml luer slip syringe with 23 g x 1 in. Needle and a nurse was stuck with the needle before patient use. There was no report of medical intervention.

Manufacturer narrative:
Results: a sample was not returned for evaluation. Two hundred retention samples were visually inspected and all samples were found in good condition with no missing needle shields. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 16g2171. A manufacturing review revealed no observations recorded related to packaging during manufacturing, preventative maintenance was conducted as scheduled, and minor stoppages for loose shields occurred during primary packaging. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode. However, our quality engineer notes that this type of defect has previously been investigated. It was determined that there may be two probable causes: non uniform distance between flange positioner plate and loader. Non uniform distance between syringe resting plate and stopper plate. This non-uniform distance creates movement in syringe which may lead to packaging of shield missing product. It was determined that a CAPA was not required, but non-CAPA corrective actions to modify loader tray, minimizes gap, and maintain equal distance between plates to ensure that products missing their shields would not be packed in blister pack has been initiated.